Event description:
It was reported that the cco value was incorrect "drifting output". No patient injury was reported.

Manufacturer narrative:
Final analysis found that the pulse generator could not read measured data and no telemetry due to a discrepant integrated circuit. The device exhibited elective replace- ment indicator (eri) due to normal battery depletion. No information was received from the field regarding device settings.